Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A burning smell was coming from the system monitor. The monitor was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700's monitor went blank shortly after initializing. There was no adverse patient involvement reported. There was no patient information reported.